Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had low reading of 200 mg/dl and high readings up to 400 mg/dl. The customer stated that she started the pump a month ago and had some type of pump error. The customer was not able to troubleshoot during time of call. The insulin pump was not returned for analysis.